Event description:
Asr revision reported via sales rep, asr xl, left. Pt had hip pain asr hip revision. All explanted went to attorney. The stem details do not show on the UK system so have reported as unknown but listed the lot number provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 02/02/215- litigation papers received. Litigation alleges pain, discomfort, poor balance, difficulty walking; popping, clicking, and grinding noises; bone erosion, inhibit walking, femoral acetabular loosening, impingement and/or detachment, and metallosis. The existing MDR decision has been reversed and stem has been reported. The complaint was updated on: 02/17/2015.